Event description:
It was reported that the patient heard an alert and was urgently seen in the clinic. It was found that the right ventricular (rv) lead exhibited oversensing, intermittent high impedance, and high thresholds. Lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6996sq58 lead implanted: 2002-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst notes stated that fracture within 5cm of the anchoring sleeve was confirmed.